Manufacturer narrative:
Investigation of returned guidewire was made upon return of the device on 8/03, and it was found that the polymer jacket was broken off and missing at approx. 8mm from tip end, stretch damage was observed on the remained jacket near by the breakage site. Round bend at distal section and sharp bends at 75mm and 150mm from tip end were observed, no other notable irregular was found with the guidewire. Since the polymer jacket breakage was not reported in the complaint report from the user facility, during processing of this complaint, attempts were made to obtain complete event, patient and device information. Follow up information was obtained as follows: physician did not notice the breakage of the polymer jacket. Patient had been discharged as scheduled on 2 days after the procedure. No complication is observed. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is presumed that the guidewire tip was trapped in the target lesion, and when guidewire removal was made, surface of the guidewire might be exposed to some abrasive force, resulting the abrasion damage to, and breakage of, the polymer jacket due to the force exceeding the product design limit. Physician might think and reported this event as the resistance. Reportedly no complication is observed with the patient, however the whereabouts of the broken fragment of the polymer jacket is not identified, it is highly supposed that the fragment might be left in the patient. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. And as possible complications and adverse events: "separation or break age of the guidewire."

Event description:
Reportedly, to treat 90-99%occluded lesion at sfa, after subject guidewire was advanced to the lesion, a otw balloon catheter was advanced over the guidewire, however, physician notice some resistance and removed the devices. The guidewire was exchanged anew with another same type guidewire, the balloon catheter could be advanced without any notable difficulty. The procedure was successfully completed.

Manufacturer narrative:
(B)(4).